Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported ¿it was not working.¿ the patient clarified and said they were getting poor communication with the recharger and programmer. The patient last had stimulation about 2 weeks ago and their last successful recharge was about 2 weeks ago. The patient stated they were keeping up with their recharging sessions. The patient stated they had a fall, but they don¿t think it affected the device. The patient was not able to communicate with another external device. The patient mentioned their device was implanted in their stomach area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient was last seen by the hcp on (B)(6) 2017. The patient did not report a problem to the hcp. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.